Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, sometime post-op it was decided that the patient will need to undergo a revision surgery due to reasons that were not reported.

Manufacturer narrative:
Please note corrections to b2. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. With the information provided conclusions related to product use or contribution cannot be made. If additional information is made available, this investigation will be reopened. H3 other text : device remains implanted.

Manufacturer narrative:
The products were not returned for evaluation. Radiographic images were provided. Review of the images indicates infinity devices in-situ. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, sometime post-op it was decided that the patient will need to undergo a revision surgery due to reasons that were not reported.